Event description:
A report was received on (B)(6) 2026 from the nurse of a 35-year-old male patient, stating the patient experienced chest pain, difficulty breathing and hot flashes during a home hemodialysis treatment on (B)(6) 2026. 100mg intravenous hydrocortisone sodium succinate (hydrocortisone) was administered and the symptoms resolved. Additional information was received on (B)(6) 2026 from the nurse who stated the patient has recovered and will not resume therapy with nxstage.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. All devices must meet quality requirements and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.